Manufacturer narrative:
Product not returned for evaluation.

Event description:
Patient reported two instances of the battery not working in the past two weeks. He indicated that the first occasion, in the middle of may, he noticed the screen was blank and he felt nausea, thirsty, and tired. Patient stated that when he checked his blood glucose level, the meter registered "hi" (generally >500 mg/dl). He administered an insulin injection and changed the battery in the infusion device. Second instance reported occurred in june during the middle of the day. The patient reported that he noticed the blank screen, he changed the batteries and the device returned to the "run" mode. Patient indicated that the infusion device worked fine after changing the battery. No medical assistance was required. Product will not be returned for evaluation.